Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-05-14. H.6. Investigation summary one sample was received by our quality team for evaluation. Upon visual inspection it was observed that the needle pierced through the catheter; therefore, the incident could be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the investigation, this would have occurred during product application when the product was manipulated or during assembly of catheter. CAPA 590840 has been completed to further address actions required to prevent this incident from occurring during the assembly of the catheter. Customer complaint trends will also continue to be evaluated on a monthly basis.

Event description:
It was reported that the bd angiocath¿ plus IV catheter experienced catheter splitting/cracked/frayed which was noted prior to use. The following information was provided by the initial reporter: angio catheter 24 stylet is torn.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd angiocath¿ plus IV catheter experienced catheter splitting/cracked/frayed which was noted prior to use. The following information was provided by the initial reporter: angio catheter 24 stylet is torn.